Event description:
The user facility reported that a portion of the guiding sheath became separated during removal. The following information was obtained through additional communication with the user facility: the sheath reportedly "fell apart" into 2 pieces during removal; the procedure was able to be completed successfully; there was no patient injury; and the patient's condition was reported to be "good."

Manufacturer narrative:
The involved device has not been returned for evaluation. Evaluation of reserve samples from the reported production lot, the previous lot and the subsequent lot confirmed no evidence of abnormalities or defects. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no indication that there was any relation to a defect or malfunction of the device. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).